Event description:
The manufacturer received information alleging a red display condition occurred as well as the device being out of order. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a red display condition occurred as well as the device being out of order. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at third-party service center, a ventilator inoperative error code was found in the device's error log. The device's machine flow sensor needs to be replaced to resolve the issue. Additionally, the blower assembly and pca board need to be replaced. The in line filter prox. Is contaminated. The air foam inlet filter and muffler assembly will be replaced due to preventative maintenance. The device was serviced, inspected, tested, and met the acceptance criteria in accordance with all the applicable customer requirements.